Manufacturer narrative:
Additional information. Device evaluation: the evaluation of the returned outflow graft confirmed the report of outflow graft twisting. Evaluation of the returned outflow graft revealed an approximately 90-degree counter clockwise twist of the proximal end of the outflow graft less than 1 inch from the outflow graft hardware. The tissue accumulation on the exterior of the graft appeared to have formed around the twist, suggesting that the graft had been twisted for an undetermined period of time while the device was supporting the patient. Although a duration of time for which a twist was present could not be determined through this evaluation, it could have contributed to the low flow alarms that were confirmed through the submitted log files. Abbott has decided to initiate a voluntary field action for all lot numbers of heartmate iii distributed since september 2014. Internal investigation performed by abbott has determined there is a potential for an outflow graft occlusion due to twisting. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification determined that bend relief rotation is inconsistently translated to the outflow graft hardware. A risk/benefit analysis was performed and it was determined that despite the potential for an outflow graft occlusion due to twisting, the associated residual risks are low and are considered acceptable. As a corrective action, consignees have been notified of the potential occlusion due to twisting. Additionally, abbott will continue to trend complaints related to this event based on original event description and/or results of product evaluation. A review of the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 1 year and 4 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital due to reduced lvad flow and non proper unloading of the left ventricle. The pump speed was increased to generate higher flows. This worked initially, but then the average flow started dropping again and the left ventricle diameter increased. A cardio CT scan was performed and a suspected outflow occlusion was visualized at the proximal end of the outflow graft underneath the bend relief. A surgical re-exploration on (B)(6) 2019 found an outflow graft twist. The complete outflow graft was exchanged and the outflow graft clip was installed. A user facility report was also received stating: "a lvad system was implanted on the (B)(6) 2017 in university hospital, (B)(6) due to cardiogenic shock. (B)(6) 2019 in the (B)(6) hospital, screening for transplantation, the patient decompensated. Thorax CT on the (B)(6) 2019 showed a outflow graft twist occurred. Re-operation and replacement of the outflow graft lot 174172 with the outflow-graft-clip lot 6625991." No additional information was provided.